Event description:
Patient spontaneously called in to report that ms3 pump, sn (B)(4) (2/20/19) just stopped running in the middle of her infusion. Pump beeps 3 times every few minutes and screen says ¿stopped¿. Error did occur while pump was in use but did not cause any harm to the patient. Pharmacy is sending patient replacement pump. Patient has a back up pump to switch to. Reported to (B)(6) by patient/caregiver. Dose or amount: 0.046 ml/hr, frequency: continuous, route: so. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.